Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. An incorrect product delivery with a replacement adc device was reported. The replacement device was issued due to a "replace sensor" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced ¿shaking,¿ requiring hcp treatment of a ¿glucose injection and sandwich.¿ there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 ( additional mfg narrative ) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. An incorrect product delivery with a replacement adc device was reported. The replacement device was issued due to a "replace sensor" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced ¿shaking,¿ requiring hcp treatment of a ¿glucose injection and sandwich.¿ there was no report of death or permanent impairment associated with this event.